Event description:
During an in clinic follow-up, low sensing was observed on the right ventricular (rv) lead. The physician alleged the event was due to a dislodgement or patient tissue. An x-ray was performed and a dislodgement was not observed. A lead reposition procedure was performed, however, the helix was unable to extend on one of the repositioning attempts. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix in the retracted position; clogged with dried blood and tissue. X-ray inspection revealed over torque of the inner coil inside the connector region consistent with procedural damage. The reported event of failure to extend the helix was confirmed. After cleaning, the helix was able to be extended and retracted successfully by applying torque directly at the connector pin. The full helix extension length was measured within required performance specification. The cause of the reported event of failure to extend the helix was isolated to the helix being clogged with dried blood and tissue and over torque of the inner coil. The reported event of low r-wave sensing was not confirmed. Electrical testing was performed and no indication of conductor fracture or internal shorts was observed. A visual and x-ray inspections of the lead did revealed no anomalies except for procedural damage.